Event description:
It was reported that the IV tubing lipid line leaked into the stopcock. No additional information available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Additional information including patient's demographics was requested, but was not provided.

Event description:
It was reported that the IV tubing lipid line leaked into the stopcock.